Manufacturer narrative:
Corrected data: see g.1. Manufacuturer narrative: the reason for this surgery was reported as, part of the bone screw (head) broke off. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at hospital and not made available to djo surgical for examination. A review of the device history record (DHR) shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There was no non-conforming material report (ncmr) associated with the product that may have contributed to the reported event. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device showed no previous failures against lot number 148z1040 and no present trends or on-going issues that are needing a review. The root cause of this complaint is that during surgery, part of the bone screw (head) broke off. There is a 12 degree angulation limit on these screws. Exceeding 12 degrees makes a break more likely to occur, refer to the IFU. There were no findings during this evaluation that indicate the reported device was defective. There are other multiple factors that may contribute to an event that are outside the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Primary surgery - while the screw was being screwed into the empowr cup, part of the head broke off. The screw remained in the patient but the fragment was removed.